Manufacturer narrative:
A sample received date was provided on the first smdr that was not listed as additional information at that time. One opened knife sample was received by manufacturing. The returned open sample was examined per facility procedure and was determined to be visually nonconforming due to a damaged cutting edge. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that one additional complaint is associated with this cutting instrument lot. Damage to the cutting edge of the blade like that observed on the returned sample can result in a complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be reuse, improper handling, contact with the blade protector when removing and returning the blade from the tray, or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A customer reported that a dull knife was experienced. Procedure details and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Additional information was received clarifying that there was no patient impact associated with this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which confirmed that there was no harm to the patient.